Event description:
Reporter indicated a vns pt presented with high lead impedance on both normal mode and system diagnostic tests three months post generator replacement. There are no reports of trauma, falls, or accidents. Diagnostics were not performed prior to the generator replacement surgery because the physician could not interrogate the pt's generator due to reported end of service. The surgeon states intra-operative diagnostics "were fine" after the generator was replaced, and the pt is not having any seizures. Additional follow up with the surgeon revealed he reviewed x-rays and noted a lead fracture distal to the electrodes. The pt underwent vns therapy system replacement surgery. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.